Event description:
A report was received from (B)(6), stating that the device "heats up after one rotation." It is known that this event did not occur during surgery. It was reported that there was no patient/user injury or medical intervention. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).